Event description:
It was reported that this patient experienced a slow ventricular tachycardia (vt) during implantation of the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system. The physician applied an external shock to convert the rhythm. Implant procedure was completed as intended. It was noted that this patient has a history of slow vt. There was a recorded episode of slow vt where this device applied brady pacing during this rhythm. Technical services (ts) discussed device operation with boston scientific field sales representative. Reprogramming was recommended and performed. No additional adverse patient effects were reported. Currently, this device remains in service.